Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopic ligation hemostasis procedure for severe esophageal varices performed on (B)(6) 2024. Prior to the procedure, it was found that the trip wire was stuck tightly and could not be pulled. After forcibly pulling, the trip wire came out of the rotating device. It was also reported that the bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.